Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on her chest and back. Patient has a history of skin sensitivity. The patient was given a prescription of benadryl form her doctor. During a follow-up, it was reported that the patient's irritation improved after removing the device.